Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there were no environmental/external/patient factors that may have led or contributed to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the doctor thought the screw self-tapping performance was poor. It was stated it felt the screw was much softer than before, and it did not twist a screw forcibly and it wouldn't go into the skull. If the screw was twisted forcibly, it would slip. The broken screws were discarded and replaced with new ones. The patient's status at the time of the report was alive-no injury.